Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.